Event description:
A journal article was received which contained information regarding this patient¿s cardiac resynchronization therapy (crt) system. The article indicated that there was t-wave oversensing (twos) and loss of biventricular pacing. Reprogramming took place and theissue resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a simple pacing maneuver to overcome t-wave oversensing and ensure complete biventricular pacing. International journal of cardiology. 2014;176(2):0167-5273. (B)(4).